Manufacturer narrative:
Upon further investigation, the following has been reported: the issue was discovered during testing by the biomed which is outside clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 23sep2021.

Event description:
The customer reported that the nav-ring is not moving and is causing the settings on-screen to jump, though the ventilator is still usable. The ventilator was on a patient at the time of the issue. No harm was reported.